Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and associated fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction code occurred again, which customer acknowledged and understood.